Event description:
It was reported that the load process is too long and complicated causing the customer's blood glucose levels to elevate. The customer stated that the fill tubing process and the amount of time to deliver a bolus were too long as well.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.